Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/30/2013 with the following findings: the keypad was torn at the up arrow button. The up arrow and contrast buttons were intermittently responsive. The ok and down arrow buttons responded properly. Contamination was found under the up arrow and contrast button contacts when the keypad was removed. Unrelated to the keypad complaint, investigation revealed a pink contrast was seen on the display screen. The pump cover was removed and the display screen was replaced with a new screen for testing. Once completed, the contrast returned to normal with no discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow keypad button required multiple button presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.